Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up with a deice that was post-sensed t- wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended and the device will be monitored.